Event description:
On (B)(6) 2018, the patient underwent a primary right knee replacement using attune implants including a patella and smartset bone cement. On (B)(6) 2018, she experienced a new onset of right knee pain after doing some house cleaning. She states there is a lot of clicking and stiffness as well. Physical therapy is ordered. On (B)(6) 2024, the patient has a right knee bone scan revealing suspected loosening of the femoral and tibial components. On (B)(6) 2024, the patient underwent a right knee revision. Intraoperatively there was scar tissue, extensive synovitis, and the tibial component was confirmed to be loose at the implant to cement interface. The femoral component was well fixed. The patient was revised to competitor implants though the patella was left in situ. Doi: (B)(6) 2018 dor: (B)(6) 2024 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4: dmf# - 13704 trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate dosage form - powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.